Event description:
It was reported that the video system center displayed a flickering image on the monitor. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. The customer stated that the issue was with a video card on a dell computer, and not with an olympus device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the intermittent image was output due to image capturing personal computer. However, the root cause of the intermittent image could not be determined. Olympus will continue to monitor field performance for this device.